Event description:
During an attempted percutaneous transluminal balloon angioplasty (ptca) of a heavily calcified posterior tibialis artery, the physician reported a leakage of contrast, followed by an inability to remove the device due to possible breakage. Surgical removal was required. This was a heavily calcified, non-tortuous, type c lesion of the posterior tibialis artery - 3.0mm x 6.0 cm in the . The circulation of this extremity was already compromised as the remaining two vessels were totally calcified. The posterior tibialis artery was the only blood vessel that perfused this limb. The balloon was introduced through 4f brite tip sheath over a sv-5 guidewire without problems. The physician tried to inflate the balloon in distal posterior tibialis artery. He could not build up pressure in syringe and saw contrast medium flow away. He attempted to retrieve the balloon catheter but felt resistance after approx 5-10 cm. He tried harder because he thought that the balloon had burst and because of that stuck in vessel but with no success. Next angiogram showed contrast medium coming out of the middle part of the balloon catheter. The physician thought that the balloon catheter was completely broken and the sent the pt to surgery where the posterior tibialis artery had to be removed completely. Balloon was still inside and was "crushed like a harmonica". Per the procedure physician, the lower limb of the pt had to be amputated due to a lack of blood supply. They assume that there was no chance to save this limb even if the pta had worked well.